Event description:
The catheter was placed in the ER. The nurse found the bd nexiva extension set had separated from the stabilization platform. The catheter had clotted so there were no issues. The pt was unsure as to what had happened.

Manufacturer narrative:
The sample is available for eval. Add'l info regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).